Event description:
On may 23, 2007 the patient's husband (reporter) contacted lifescan on behalf of the lay user/patient reporting that the patient suffered a hypoglycemic event in 2007, early morning (unspecified time). The patient woke up in the middle of the night. According to the reporter, the patient acted bewildered and was "out of it." The reporter tested the patient's blood glucose and it was "31 mg/dl." The reporter had the patient drink grape juice, which relieved her symptoms and increased the patient's blood glucose. The reporter was unable to recall the patient's meter readings after having the grape juice. Prior to the incident, the patient obtained a "237 mg/dl" on her meter before going to bed (unspecified time). The patient then took 8 units of either "r" insulin or lantus after the test and reportedly obtained a "180 mg/dl" before going to bed (unspecified time). The reporter was unable to confirm which insulin she took after the "237 mg/dl" result. The patient's normal diabetes medication regimen is 5.5 units of "r" before breakfast, 5.5-6 units of "r" before dinner, and 5 units of lantus. The reporter was unable to provide the patient's sliding scale but indicated that the patient took 8 units of insulin based on the "237 mg/dl" meter reading. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. This complaint is being reported because the reporter alleged the patient took insulin based on her meter reading and became hypoglycemic. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.